Manufacturer narrative:
A partial lead was returned for analysis in 2 segments, the connector portion measuring 8.7 cm and the mid portion measuring 69.0cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. The mid portion could not be tested due to the received condition it was received. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high pacing threshold was observed on the left ventricular lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.